Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 694758, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a pocket revision and pocket relocation as the device was explanted and replaced. No patient complications have been reported as a result of this event.